Event description:
Elderly female admitted with abdominal (abd) pain and large bowel obstruction. Procedure: abd laparotomy, flex sigmoid detortion of volvulus and insertion of colonic decompression tube. Problem: on 2nd post-op day and waiting for additional surgery, the IV pump malfunctioned and over bolused the patient with propofol causing blood pressure to drop, being started on levophed. 2 files available but not attached. Logs run to identify faulty sensor. Alaris pump brn1454 ecf 0995. Device taken out of service. Log audit performed and determined that there was a faulty sensor. Sensor was changed out and returned to service. Confirmation-pump has no alarm or notification in anyway to notify user of failure. Why is there no alarm when the pump is not functioning appropriately? Manufacturer response for alaris IV pump, (brand not provided) (per site reporter). Log run and identified sensor error. Sensor replaced and functioning appropriately.